Event description:
It was reported that the patient experienced pocket pain at the site of the spinal cord stimulator (scs) implantable pulse generator (ipg). The patient was also not able to charge the ipg. The physician believes that the ipg is tilted, which may be causing both the discomfort and the difficulty of charging issues. The patient underwent a revision procedure to reposition the ipg. No products were explanted or replaced. The patient was doing well postoperatively and has fully recovered.